Event description:
The customer stated that he received erratic readings on his meter. He tested his blood glucose and received a reading of 164 mg/dl. He retested his blood glucose and received a reading of 385 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Troubleshooting was not possible as the customer had replaced the meter batteries and the battery type was not correct. Customer service was to send correct batteries, and no product will be returned at this time.